Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, an alert for v oversensing episodes was observed. Review of egm revealed several episodes of noise. Loose connection or lead damage was suspected. Physician decided to do system revision. During procedure, loose screw was found. Rv lead was not completely inserted into the header. Lead was reconnected to the device and everything worked properly. System remained implanted and active. Patient's condition was good.